Event description:
The user reported that while obtaining femoral access, the distal end of the wire came off while removing the needle and wire. It is estimated that approximately 10mm of the distal end of the wire remained in the patient. The physician performing the procedure stated that he/she does not intend to perform a procedure to remove the wire and does not feel this is a problem for the patient. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not indicate if this was the initial use of the device. The user did not provide a lot number. A review of the device history record and complaint database for lot specific information could not be completed. A follow-up report will be submitted when the evaluation has been completed. Results: results pending completion of evaluation. Conclusions: device not returned.